Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. The customer¿s blood glucose level was 350 mg/dl at time of incident. The customer stated that the pump was damaged and there was crack alongside of the reservoir compartment. It was reported that the pump was not working the middle of the night. The customer¿s mother stated that the pump was still off. The customer had high blood glucose and was treated with water. The customer declined troubleshoot for the blank display or high blood glucose. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Insulin pump passed the self test. Device was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. Device received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked battery tube threads, missing display window cover, broken reservoir tube lip, cracked case behind the pump near the battery compartment, faded serial number label, faded end cap address label, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The information provided date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2018.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.